Event description:
It was reported through the european source study that during transfemoral tavr procedure, a 23mm sapien 3 valve was crimped onto the delivery system balloon with the incorrect orientation and subsequently implanted with the incorrect orientation. A second sapien 3 valve was implanted with the correct orientation. Following the procedure the patient was doing well and was discharged home on pod 12.

Manufacturer narrative:
In this case, the valve was crimped in the incorrect orientation, and deployed upside down. The instructions for use (IFU) state: ¿remove the thv from the crimper and place it on the delivery system balloon as described for the antegrade or retrograde approach. For both approaches, the longitudinal placement of the thv is at the mid-point of the balloon, between the two radiopaque markers. Retrograde transaortic approach: inflow aspect (fabric cuff end) of the thv towards the distal end of the delivery system. In addition, the IFU cautions, that ¿the physician must verify correct orientation of the thv prior to its implantation; the inflow (outer skirt end) of the thv should be oriented distally towards the tapered tip to prevent the risk of severe patient harm.¿ there is no evidence or allegation of a device malfunction in this case, and review of the IFU and training manual reveal no insufficiencies. The cause of the event was use error. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.